Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient was sleeping and something got caught up in his tubing and he had disconnected the tubing from his syringe and from his cannula event on 19 mar 2026.